Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4) captures the reportable event of incorrect cutting wire orientation. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the cut wire was oriented in the wrong direction. Reportedly, there was no tortuous anatomy impacting scope positioning and no visible damage to the device after the issue occurred. The procedure was completed with a second truetome 44. There were no patient complications reported as a result of this event.